Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they provided a letter of recommendation. The letter stated patient was seen for cleaning and exam. There are multiple areas of mobility, significant gingival inflammation, decalcification and icdas class1 and 2 cavitations. It is recommended to discontinue byte treatment and continue with a doctor who monitores aligner treatment such as invisalign to correct posterior issues.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.